Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose, absence of no delivery alarm and keypad anomaly. Customer's blood glucose level was 600 mg/dl. Customer treated their high blood glucose with manual injections. Troubleshooting for keypad anomaly was performed. Customer advised the act button was sticking and needed to be pressed multiple times. Troubleshooting for absence of no delivery was performed. Customer advised they did not receive insulin and the device did not alarm. Customer advised the cannula was bent when they removed their site. Customer performed the high pressure test and passed. Customer changed out their set. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime.